Event description:
It was reported that the drug luer was cracked and leaking. An ekos endovascular device, 106x30cm was selected for use in a below-the-knee ekos procedure. At some point during the procedure, it was observed that the ekos drug luer was broken and leaking. It was not reported what action was taken as a result of the issue. There were no reported patient complications.

Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to boston scientific for analysis. Microscopic visual inspection of infusion catheter showed cracks in the drug and coolant luers. The device was tested for leaking, and it was noticed that the device leaked liquid from the drug and coolant luers where the cracks were present. The reported events were confirmed.

Event description:
It was reported that the drug luer was cracked and leaking. An ekos endovascular device, 106x30cm was selected for use in a below-the-knee ekos procedure. At some point during the procedure, it was observed that the ekos drug luer was broken and leaking. It was not reported what action was taken as a result of the issue. There were no reported patient complications.